Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking, resulting in the customer experiencing an elevated blood glucose level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A cartridge change was performed and a correction bolus was delivered to address bg.